Manufacturer narrative:
Section b5, g3, and h8: additional information no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's enteroscopy showed a normal esophagus, stomach, duodenum, and jejunum. There were no signs of a gastrointestinal (gi) bleed. The other enteroscopy showed normal esophagus, stomach, and slight duodenal diverticulum. A single spot of scant oozing was observed in the jejunum. To stop active bleeding, two hemostatic clips were successfully placed. Colonoscopy showed hematochezia and the capsule endoscopy came back abnormal with active bleeding in the proximal colon. Angioectasias were treated with argon plasma coagulation.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 12 days. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced gastrointestinal bleeding during index hospitalization. 12 days after implant the patient received 2 units of packed red blood cells (prbc) total. The patient underwent 3 separate small bowel enteroscopies and 1 colonoscopy. A resolved date of (B)(6) 2018 was provided.